Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: reported the rn used two of the iagbc and neither needle retracted after pushing the safety button. She had to expose needle and tap the bottom to get it to retract. No negative event occurred.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4255290. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. E. Facility name and facility contact, and demographic information was not provided.

Event description:
No new information.

Manufacturer narrative:
The complaint that the needle did not retract when activating the safety mechanism could not be confirmed. One insyte autoguard needle was received fully retracted within the safety shield. The needle and safety mechanism were reset and a functional test showed that the needle would fully retract when the safety mechanism was activated. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.